Event description:
The customer stated an architect c8000 analyzer generated a falsely decreased sodium result for one neonate patient. The analyzer generated an initial sodium result of 120. The neonate patient was treated with an IV electrolyte solution. The sample was retested and a sodium result of 138 was generated. The customer stated the treatment did not harm the patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Troubleshooting recommendations were provided and the ict module subsequently failed calibration. The customer installed a new ict module to resolve the issue. System logs were not available. Tracking and trending did not identify an adverse trend regarding the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, a specific cause for the discrepant low sodium result could not be determined. Based on the evaluation no product deficiency was identified.